Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with a heart rate in the 40 beats per minute range. It was further reported the implantable pulse generator (ipg) lower rate was programmed to 60 paces per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.